Event description:
It was reported that a patient receiving treatment. Noted line difficult to flush. Line removed and kink noted in the line. Patient chemo was irrinotecan and mdg. Securecath used. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a patient receiving treatment. Noted line difficult to flush. Line removed and kink noted in the line. Patient chemo was irrinotecan and mdg. Securecath used. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a kink was observed between the 7 cm and 8 cm depth markings. The catheter kink contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned 'c' shaped impressions leading into the kink site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the kink cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed damage; however, the specific circumstances surrounding how kinking occurred were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. On october 30, 2024, bd released a field safety notice regarding failures of this nature, specifically within 4fr single-lumen powerpicc catheters (solo and non-solo versions). This advisory notice contains additional important information regarding this circumstance. Reference field safety notice mds-24-5154 for the full communication. This complaint will be recorded for future trending and monitoring purposes.